Event description:
It was reported that the ilet pump displayed recurring alert 65 indicating audio over/under current immediately after multiple restarts, and the device was replaced. Blood glucose remained unaffected and no hospitalization occurred. Symptoms included no reported adverse clinical effects. Outcomes included no reported clinical impact to the user¿s health status. Investigation included review of device performance based on user report and coordination for device return and data synchronization. Investigation of this case revealed a malfunction consistent with an audio subsystem over/under current alert that persisted after restart attempts. It was concluded that the device experienced a malfunction necessitating replacement, with no user injury reported.

Manufacturer narrative:
The device was returned and evaluated following reports of a persistent restart 65 alert that recurred immediately after multiple restarts. Visual inspection identified no damage or corrosion to the exterior or internal components. Functional testing confirmed that alert 65 was active and no audible alert output was produced despite device restarts, duplicating the reported issue. During evaluation, the speaker was substituted with a reference speaker, after which audible output was restored and alert 65 cleared. Reinstallation of the original speaker resulted in recurrence of alert 65 with no sound output. The complaint was confirmed, and the root cause was determined to be a faulty speaker.